Manufacturer narrative:
This report is submitted on june 07,2022.

Event description:
Per the clinic, the patient experienced intermittent connection to the internal device. Hardware exchange attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2022, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on august 17, 2022.